Event description:
This customer reported an unspecified issue during use on a pt. The involved pt died but there is no allegation that the device impacted the pt outcome.

Manufacturer narrative:
(B)(4). This customer reported an unspecified issue during use on a pt. The involved pt died but there is no allegation that the device impacted the pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.